Event description:
A report was received stating the upper graphical user interface (gui) of a ventilator became blurred during use. The ventilator did not stop ventilating the patient however, the patient was removed from the device and placed on an alternate ventilator. There was no patient harm associated with this event. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The graphic user interface (gui) printed circuit board (pcb) was replaced and returned for investigation. A visual inspection of the returned component was performed and no anomalies were observed. The gui pcb was attached to a test ventilator for analysis. The ventilator was powered on and the upper gui display screen was distorted. The fault was caused by a component of the pcb. This component is now obsolete. No further investigation was possible on this pcb as no replacement component is available.

Manufacturer narrative:
(B)(4).